Manufacturer narrative:
This console was serviced at the customer site. The reported event was confirmed. The articulated arm was found to be out of alignment. Realigning the articulated arm resolved the issue. Based on all available information, the most probable cause was determined to be cause traced to component failure.

Event description:
It was reported that the aiming beam of the console is out of alignment. The console is not firing at the sight of the aiming beam. There was no patient involved.

Event description:
It was reported that the aiming beam of the console is out of alignment. The console is not firing at the sight of the aiming beam. There was no patient involved.